Event description:
A peritoneal dialysis (pd) nurse reported a patient had been hospitalized for fluid overload, a pleural leak, and congestive heart failure on (B)(6) 2014. The pd nurse stated the patient is still currently in the hospital. The patient was not on the machine when he was taken to the hospital, it occurred later in the day after therapy. The patient has low albumin.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.